Event description:
On (B) (6) 2009, the pt reported that the up and down buttons of his infusion device began responding intermittently one month ago. At that time, he switched to his backup infusion device. No physiological effects were reported. The infusion device was not dropped or exposed to water. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.